Event description:
A surgeon reported that air bubbles came from the vitrectomy probe and interfered with the surgeon's view during a vitrectomy procedure. The surgeon was able to remove the bubbles with the vitrectomy probe, and the case was able to be completed with no harm to the patient.

Manufacturer narrative:
A sample has been received but has not yet been evaluated. Two lot numbers, manufactured in september of 2012, were identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history review. The product was released according to the manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).